Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurements. Subsequently the lead was surgically abandoned. The pacemaker was also electively explanted. No additional adverse patient effects were reported.